Manufacturer narrative:
(B)(4). Service report (B)(4) was created for the replacement of the rotary knob. (B)(4).

Event description:
On (B)(6) 2013, (B)(6) hospital identified that the ICU kit rotary knob was defective. (B)(4).